Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aneurysm was successfully excluded at the conclusion of the implant procedure. The 1 month post-operative CT showed the presence of an occlusion of the left iliac limb with a reconstitution of flow in the left internal and external iliac arteries at their origin through lumbar collateral vessels. An atherectomy re-intervention was performed to successfully resolve the occluded iliac limb. As of the date of this report, there have been no additional patient sequelae reported.